Event description:
The facility representative reported a flogard infusion pump with a broken door. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a "broken door" was confirmed during service evaluation. The cause of the condition was a damaged pump head door, found in the upper hinge area. The pump head door was replaced to resolve the condition. Should additional information become available, a follow-up medwatch will be submitted.